Event description:
The nurse spiked the IV medication and went to hang it on the IV pole. It was noticed that the drip chamber came disconnected from the tubing and was running all over the floor. The tubing and packaging was kept to track.